Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was overheating. The customer¿s blood glucose was 150 mg/dl. The customer reported that the entire insulin pump was overheating. Customer was calling back to report insulin pump continuing to be overheated after previous troubleshooting was completed. The customer was advised the insulin pump will need to be replaced and advised to return both the insulin pump and battery and advised to revert to their back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and function properly. No battery or device heating up noted during testing.